Event description:
It was reported there was pain from implant of the system. The patient is in severe pain at the implant site and it is radiating from the implant site over the right kidney through their abdomen and to their belly button. It was noted the site was bruised and swollen. The stimulator was not treating the pain they were feeling from implant. It was noted the therapy was meant to treat waist and back pain. Additional information received reported the cause of the event was due to post-operative swelling. There were no abnormal impedance measurements. Reprogramming was done on (B)(6) 2013. There was no hospitalization as a result of this event and there was no patient injury. Additional information received reported the patient did not have concerns with her device or therapy at the time of the report. It was also reported the pain to the patient¿s back and waist had been taken care of, but she had un-relieved pain that radiated around her waist. The pain was unrelieved by medication and neurostimulation. The patient¿s bowl function had also changed resulting in loose stools while on ¿vicodin es.¿ this was entirely opposite of the patient¿s normal movements which were also more difficult formed stool requiring daily use of senna. The patient was informed by her health care professional that this was usual post-operative pain that would go away in approximately 1 week. At the (B)(6) day the patient still had no relief from the pain. The back pain was gone, but not the abdominal pain. The patient had an appointment on (B)(6) 2013 to get her staples out. Additional information received reported that the patient never had therapeutic effect. It was noted that the patient was still having pain across her mid back. It was noted that the pain had been there since implant. It was noted that the patient had met with the manufacturing representative every week for adjustments but it did not seem to be helping. It was noted that the stimulation was in the right location but wasn¿t strong enough to help with the pain. It was noted that the patient increased stimulation but nothing worked. It was noted that on the week prior to report the manufacturing representative put the stimulation on group b. It was noted that the patient had an appointment with the healthcare professional (hcp) on (B)(6) 2014. It was further reported that the patient wished to have improved coverage for back and leg pain. Reprogramming was done on (B)(6) 2014. The patient outcome was listed as no injury. Additional information received reported that there was a loss of therapeutic effect. It was stated that when the patient had been in the trial phase, her stimulation had worked. It was noted that the leads had been in the correct position and the patient had been pain free for 48 hours. It was stated that the patient had her implant placed 8 weeks later. It was stated that the patient¿s healthcare provider (hcp) had missed the correct spot to place the lead and the patient had been in pain ever since. It was stated that the patient had never received any relief with her permanent implant. It was noted that the patient had met with her hcp twice and had been ¿adjusted,¿ but the patient still had pain. Additional information received reported that the patient had been reprogrammed by a manufacturer representative yesterday. It was stated that the patient started having leg cramps on the day of this report. It was stated that the patient¿s lead was not placed correctly and it was not the physician¿s fault, it was noted to have been a problem with the system.

Event description:
Additional information received reported that the patient continued to have back pain and was not receiving therapeutic effect. The patient was going to have a ¿radiofrequency ablation¿ procedure done to help with the patient¿s back pain that had been caused by multiple falls and back surgeries that had occurred prior to having had the spinal cord stimulation (scs) system implanted.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3387s-40, lot# v406542, implanted: (B)(6) 2010, product type: lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type :extension; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).